Event description:
It was reported by the patient that the patient was experiencing "unnecessary blps from [the] device area for the past few days" and during a subsequent device check, the patient recalled that the manufacturer clinical representative said that there was an "increased something." Follow-up attempts with the physician to get clarification revealed that the device indicated elective replacement [eri] and there were no issues noted with the system, nor increasing parameters. The device was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.